Event description:
During right arthroscopic knee surgery, arthroscopic scissors broke off in right knee and fell to back of knee. Surgeon attempted to retrieve it several times, without success. X-ray was utilized to visualize tip location and 9" incision was made medially to knee cap to extract tip. Tip was recovered. Incision was closed. This was an arthroscopic procedure and turned into an open knee procedure. Surgeon to speak with family. Sales rep was contacted and came within 30 minutes. Allowed him to take the instrument and tip for investigative and reporting purposes. Forty five minutes was added to the time of the case due to this product problem. FDA called next day & left message. No returned phone call. When linvatec report received 2nd attempt was made to notify FDA and a real person discussed two methods of reporting by phone or online. No further treatment required to date other than previously stated.